Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "it was reported by the customer that the instrument had displayed drawer a false positive on row j&k, j-2, j-3, k-9, k-10 ."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered the that the false positives are caused due to rack failure. The fse replaced the rack (pn# 444531 - bactec fx rack assy spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was rack failure. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "it was reported by the customer that the instrument had displayed drawer a false positive on row j&k, j-2, j-3, k-9, k-10 ."